Event description:
The doctor was unable to insert the intra-aortic balloon into the sheath. The intra-aortic balloon and sheath were not returned to datascope for evaluation. They were discarded by the facility. (Event complications: none from the event - reported 8/6/98.) (Pt's current status: unk - reported 8/6/98.)